Event description:
Pt received emergency room treatment for hypoglycemia and convulsions.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was functioning within required specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.